Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the bleeding requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1+. Post procedure, bleeding and a hematoma was noted from the puncture site, which was treated with pressure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a conclusive cause for the hemorrhage. The hematoma appears to be a cascading effect of the hemorrhage. The reported patient effects of hemorrhage and hematoma, as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.